Manufacturer narrative:
We have not received the device for evaluation (the complaint device was discarded by the hospital) and were not able to verify the failure mode. However, based on the provided information we could conclude that the most probably root cause of the failure is a patient condition and excessive force used by the physician during the procedure. The IFU warns to exercise caution when encountering extremely diseased vessels since arterial rupture or device failure may occur. A lot history investigation was performed. The device history record review did not reveal any discrepancies related to the complaint event during either the manufacturing or the packaging processes and there were no unresolved issues related to the complaint event. In addition, please note that the physician confirmed that the outcome of the procedure was not related to the failure of the product.

Event description:
A patient with severe peripheral arterial disease came to the (B)(6) hospital on (B)(6) 2013 in an acute peripheral ischemic stage (border line clinica stage iib to iii acc. To tasc 2000 guidelines / aha). The surgeon diagnosed an occlusion at the level of the tibio-peroneal trunc just below the popliteal artery and decided to do an emergency embolectomy procedure to see if the leg can be saved. The surgeon started the embolectomy procedure from the femoral artery with a 3f/80 cm catheter (1601-38). The surgeon tried several times but could not penetrate the occlusion. The device stuck in the vessel. He retracted the catheter, but he noticed that a tip was missing. They located the radiopaque catheter tip close to the artery near the peroneal artery in the extravasal space. The physician decided to a bypass with a piece of vein from the popliteal to the downstream peroneal artery. After finalizing the bypass they performed an angiography (x-ray), but they realized no flow on the bypass and no real run-off vessels, confirming the very severe preoperative pad condition plus the additional acute occlusion. The surgeon decided to perform an above knee amputation of the leg.